Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving a compromised forced sensor alarm. She stated that she received the alarm while cutting the grass. The customer¿s blood glucose was 161 mg/dl. During prime rewind troubleshooting, the customer said that the alarm is occurring and that rewind message occurred after the alarm. During troubleshooting for the compromised forced sensor alarm, she said that she wasn¿t sure is the drive support cap was protruded, loose, sticking out or flush because the pump is not with her. She said that he had not pressed the cap while connected. She was advised to discontinue use of the pump and to revert to the backup plan per his doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. She also mentioned that her belt clip broke. The insulin pump is being returned for analysis. The belt clip will not be returning for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor . Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Drive support was inspected and no anomaly was noted.